Event description:
The pump was returned to animas. Investigation found an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump performed the rewind, load, and prime steps successfully and the pump was exercised for 24 hours without issues. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found within the force sensor assembly. (B)(6).